Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited color was dim. The issue occurred during set of the device. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on edge of objective frame, bad outer tube, dents and scratches on outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had light image caused by bad outer tube should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.